Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a 19mm 11500aj pericardial aortic valve was explanted at implant due to patient annulus tear secondary to oversizing. The device was explanted, the torn site was repaired and it was replaced with a smaller size 16mm non-edwards mechanical valve while the patient was on bypass. The patient status was reported as recovering. The device was not returned for evaluation as it was discarded at the hospital. The surgeon commented that the size 19mm was thought to be no problem after sizing, but it was too big as the patient annulus was fragile. There was no allegation of device malfunction. The device was originally implanted for aortic valve replacement to correct aortic stenosis with a concomitant coronary artery bypass graft (CABG).

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve explant at implant is typically a result of inappropriate sizing, difficulty seating, distortion of the valve, valve displacement before/after frame expansion, and/or the patient anatomy, and not a malfunction of the device. The most likely cause is patient factors, including the patient small, fragile annulus.